Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis revealed inside out abrasions on the outer insulation at multiple locations. The abrasion between 28.5cm and 29.5cm from the distal tip electrode caused both the rv cables and svc shock coil to melt and resulted in high hv lead impedance.

Event description:
The patient presented to the clinic after feeling a shock. Interrogation revealed hv therapy delivery and a warning message that the hv pulse width limit reached and therapy being aborted. High lead impedance was observed from the therapy. Upon explant, insulation damage and conductor fracture were observed. Clavicular crush was suspected.